Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient stated her cgm displayed high and she self-treated with insulin. After self-treating, the patient stated they started "dropping low" and emergency medical services (ems) was called. The patient's bg was 27 mg/dl. The patient was treated with IV glucose and transported to the hospital. The patient was released from the emergency department (ed) after 3 ¿ 4 hours. It was not confirmed who called ems, but the patient reported her sister has the follow app. At the time of the report, the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.. No additional patient or event information is available.